Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device had no power and was not turning on. The customer attempted to plug it into a different outlet; however, the device still did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the device was not powering on. A field service engineer (fse) identified a damaged pyxie bus cable and was damaged by drawer 1 and the power line and ground line in cable was exposed. Fse replaced the damaged cable, verified the connections and drawer operations to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.